Event description:
A (B)(6) woman with heavy uterine bleeding, resistant to medical therapies and previously failed ablation procedure, underwent a laparoscopic supracervical hysterectomy in early (B)(6) 2008, during which a 15 mm morcellator was used. Pathology revealed unexpected uterine leiomyosarcoma in the morcellated fragments. The patient was immediately informed and appropriately referred. She underwent a laparoscopic trachelectomy and salpingo-oophorectomy in (B)(6) 2008. She was followed with surveillance scans until she re-located to another state in 2011. In the fall of 2014, the patient returned for evaluation of a sacral mass which was identified as an inoperable sarcoma, and for which she had been receiving palliative treatment. This was thought to be a possible late complication of morcellation in 2008 vs. Natural disease progression vs. A second primary.